Event description:
According to the reporter, the cuff had an inflation/deflation issue (leak). There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.